Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had an infection around the site of the device, which was discovered on (B)(6) 2019. On (B)(6) 2019, the device was explanted. The patient was hospitalized for sometime following the explant. It was indicated that this was not a device deficiency issue. No further updates were provided from the field.